Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced syncope and presented to the emergency room (ER). The patient had an intrinsic rhythm in the 40 beats per minute range. Upon device interrogation the rv lead exhibited pace impedance measurements of greater than 3000 ohms, and no capture. A lead fracture had been suspected. A temporary pacing wire was used until the rv lead revision procedure was performed the following day. This rv lead was surgically abandoned and a new rv lead was successfully implanted. No additional adverse patient effects were reported.